Manufacturer narrative:
Investigation summary: the customer provided three pictures of the reported issue, therefore, an investigation of the received photographs was performed and the catheter was observed in normal condition. No issues could be determined. Then, the device was returned, and it was visually inspected, and the catheter shaft was in a different color. The pebax was observed dark red and cracked with internal parts exposed, but it was not confirmed. Then, during the second visual inspection, it was confirmed that the pebax was observed damaged with internal parts exposed. Then, a deflection test was performed, and the catheter failed. Further investigation revealed that the puller wire was found broken from ferrule inside the tip. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed an advanced degradation process on plastic resin presumably caused by material oxidation from external source such as sun light, temperature, humidity, photooxidation, etc. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. Customer complaint was confirmed. The root cause of the damage on the pebax and the discoloration of the device cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure and the storage condition, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab found that there was foreign material inside the pebax with external damage. It was initially reported that during the premature ventricular contraction (pvc) operation, the catheter could not deflect to the specification. The catheter was replaced, and the issue resolved. The procedure was completed successfully. There was no patient consequence. The deflection issue was assessed as a not reportable issue. Since the catheter was unable to deflect completely, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation on may 3, 2019 and it was found that the thermocool® smart touch¿ electrophysiology catheter shaft did not have its normal blue color, it was dark green / light green / brown color. The pebax was dark red in color and cracked on one side with shiny internals exposed. However, on may 8, 2019 , after decontamination, the device was reviewed further and it was assessed that further expert analysis was needed to determine if there was exposed internal components. Therefore, this issue was assessed as not reportable as no internal components were confirmed exposed to the patient. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. On june 17, 2019 during additional assessment on the device, it was found that the shaft does not have the normal blue color and the pebax was damaged with internal components exposed. In addition, on june 17, 2019, a fourier transform infrared spectroscopy test (ftir) and a thermogravimetric analysis (tga) were completed on the device and the results revealed an advanced degradation process on the plastic resin. Presumably caused by material oxidation from an external source such as sun light, temperature, humidity, photooxidation, etc. The issue of foreign material inside the pebax with external damage was assessed as a reportable issue. The awareness date of this reportable finding is june 17, 2019 the date of the additional assessment that confirmed that there were internal components exposed.